Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse discovered that philips telemetry was disrupted and spanned the whole hospital affecting multiple units not receiving ips. A good faith effort (gfe) response confirmed the issue was a hospital supplied network issue. Multiple it staff and biomedical engineers worked on the issue and resolved it by upgrading all apcs. It changed configuration settings on switches and ports. The unit was rebooted, and an upgrader ran multiple times with no errors reported. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a hospital supplied network. The reported problem was confirmed. After the hospital supplied network was upgraded, the unit returned to working specification. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time. Additional information was received and identified this issue as a hospital supplied network. As per the definition of non-reportable, the absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted.

Event description:
It was reported the telemetry is down. The devices are not receiving ip addresses and apc appearing offline. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.